Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. No material# nor batch # was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states having trouble with clotting in lavender microtainers.